Event description:
It was reported that a spectrum iq infusion pump had an issue of downstream occlusion . This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was evaluated on site by a baxter field service technician. The customer reported issue ¿a few downstream occlusion to check¿ was unable to be reproduced during testing as the device immediately showed a battery error. Further testing was not performed after the battery error was cleared. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. No issues were found related to the reported issue however an investigation for inadequate evaluation by baxter field service technicians was opened. The investigation has determined retraining for baxter field technicians will be performed as part of the resolution. Should additional relevant information become available, a supplemental report will be submitted.